Manufacturer narrative:
Olympus was unable to perform an inspection on the device, as the device was not sterilized prior to being returned to olympus. Therefore, this device was returned to the customer without an inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use, the image on the bronchovideoscope goes blank and whites out. There was no report of patient harm associated with this event.